Event description:
Machine wont turn on and if it does come on takes forever. Initial report text: it was reported to philips that the system was not turning on. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) checked the system onsite and confirmed that system does not turn on. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found power on procedure not working. To resolve the issue, the fse replaced the host pc and reinstalled the related software. The defective part was sent for analysis, for host pc, malfunction was observed, and the failure was found to be battery charge/discharge issue. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.